Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rate. No blank display or display segments anomaly noted. All operating currents were normal. The back light only highlighted by upper portion side of the lcd glass due to faulty el panel. The insulin pump received with minor scratches on display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported via phone call that back lights did not come on. Customer reported that only the time and date section was highlighted. After troubleshooting, back light did not turn on. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.